Event description:
It was reported the pt had not used her scs system in over a year due to experiencing usability issues in addition to forgetting to charge. Subsequently, the scs ipg was explanted and replaced and stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.